Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 1 occurred during the load sequence and that the customer had a ¿hard time loading the cartridge into the pump, there is resistance¿. The customer's blood glucose level was between 100 and 200 mg/dl for this event. Additionally, it was reported that an unexpected reset occurred along with a minimum fill notification after the customer filled the cartridge with 300 units of insulin during the load sequence. Customer's blood glucose level for this event was between 250 and 300 mg/dl. A cartridge change was performed resolving the issues. Reportedly, the customer resumed insulin therapy.